Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 4845-4-411, lot # g3053238, description: abgii modular short neck. Cat# 502-11-52e, lot # 35448101, description: trident hemispherical cluster hole shell. Cat # 623-00-36e, lot # mka2x5, description: trident 0 x3 insert 36mm ID. Cat # 2030-6530-1, lot # mjrr87, description: 6.5 cancellous bone screw 30mm. Cat # 2030-6565-1, lot # mka9j8, description: 6.5 cancellous bone screw 35mm. Cat # 6570-0-236, lot # 35730802, description: delta v-40 ceramic head 36/+5. It cannot be determined which , if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, approximately six months after that patient had a thr she started experiencing systemic symptoms, there was fluid on the muscle that was aspirated and the fluid was infected. Patient developed chronic cough and fatigue. Patient now can't lift leg off the floor - loss of muscle, slowly getting worse. Surgeon wants to revise but patient feel like she needs to find out more information.